Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment the device was difficult to remove from the patient's anatomy. In accordance with the instructions for use, the access ports were used to remove the device from the patient's anatomy. Hemostasis was achieved with the clip. There was no adverse patient effect reported. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.